Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise on atrial high-rate episodes. In-office interrogation indicated that lead had a polarity switch due to high impedance and the oversensing noise was able to be recreated with pocket manipulation during in-office testing. A lead fracture is suspected. Reprogramming was completed and the lead currently remains in use. No patient complications have been reported as a result of this event.